Event description:
It was reported that during a pta/stenting treatment procedure the balloon detached from the catheter. The balloon catheter was being used to post dilate a peripheral stent. The balloon was inflated to 7 atm's for 21 seconds and then deflated. The balloon was then re-inflated to 8 atm's for 16 seconds and again deflated. The balloon catheter was withdrawn and once removed it was noted that the balloon was no longer on the catheter. The arrow sheath was removed and the balloon fragment was located with in the sheath. The pt is reported as 'fine' following the procedure. Add'l info has been requested.